Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd plastipak¿ luer-lok¿ syringes had no perforation on their packaging units. The following information was provided by the initial reporter, translated from (B)(6): "materials' packages are not perforated, preventing the separation without tearing the package and loosing the material sterility."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-02-18. H6: investigation summary: samples and photos received for investigation. Upon visual inspection, it is possible to observe the incident ¿package poor perforation slit¿. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is due to some variation in the knife cut that is responsible for making the perforation that separates the products.

Event description:
It was reported that 6 bd plastipak¿ luer-lok¿ syringes had no perforation on their packaging units. The following information was provided by the initial reporter, translated from portuguese: "materials' packages are not perforated, preventing the separation without tearing the package and loosing the material sterility."